Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because the event description reported that the patient reconnected after accidentally disconnecting which caused a breach in aseptic technique. A breach in aseptic technique is defined as a use error which can result in peritonitis. The cause code is undetermined because there is not enough evidence to determine an assignable cause code.per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding the home patient (hp) becoming disconnected, which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the home patient (hp) had reconnected themselves prior to contacting them. The rn was unaware of what cycle it was in when the hp became disconnected. The technical service representative (tsr) reviewed end of therapy early procedure. The rn to notify peritoneal dialysis (pd) registered nurse (rn). The rn to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.